Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of mitral valve injury (tissue damage) is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda and resulting tissue damage could not be determined. It is possible that the patient anatomy (calcified deposit) contributed to the reported difficulties; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) and tissue damage. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 3. The mitraclip delivery system (cds) was advanced to the mitral valve, the leaflets were grasped without difficulty and the clip was implanted successfully. However, ten minutes later the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The posterior leaflet ruptured. A second clip was implanted stabilizing the implanted clip and reducing mr to 1. The physician stated that the calcified deposit could have contributed to the slda. No additional treatment is planned. No additional information was provided.